Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The inspection of the available iegms revealed the presence of noise in the ra and farfield channels. Furthermore, very small ra and farfield signals were documented, in particular in the farfield channel the signal was partially absent in the iegms from (B)(6) 2020. Further inspection of the data confirmed a shock impedance greater than 150 ohm since (B)(6) 2020.

Event description:
After an implantation period of approx. 62 months, it was observed that the shock impedance was out of range during a routine follow-up.